Event description:
Adverse event(s): "fifteen minute delay to begin surgery" (surgical procedure, delayed). Product problems(s): "a system message displayed before surgery" (device displays error message). The customer reported that before surgery, as the system was primed and tuned, a system message displayed. The system was rebooted and the system message displayed again. The cassette was removed and replaced. The system was then able to be primed and tuned. There was a 15 minute delay to begin surgery. No patient injury was reported.

Manufacturer narrative:
The facility canceled the service request. The sample has been received for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).